Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on samsung galaxy s20 ultra (android 13) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue is reproducible. However, the test team was unable to proceed with the testing due to a google play integrity issue encountered during the process. As a result, the team is unable to reproduce the issue in the test environment. Nevertheless, the issue can be confirmed through log analysis. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue was not confirmed. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - pairing is failing due to a sake key decryption failure. - the server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. When a device fails the playintegrity check it means that it is failing google's security check and should not be supported by our application. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: can you please update the security patch manually by following below steps: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings in the settings search bar search for security update? Under security update? You should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click security update? To check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update restart the phone. If only the android os (not security patch) was updated at step (5), repeat steps (1) to (5) again, otherwise, go to next step. Restart the app and start pairing process again. Also can we ask the patient to: install all available os and google play services app updates for the device and try to pair again. Follow below steps to make sure patients phone has the latest version of google play services. Open android os settings. Find and open the menu apps. Click see all apps, find and open google play services. Find and open app details. Update if already installed or install. After doing further investigation, we found that the patient's current device is no longer supported by the manufacturer or by google, which means it doesn't pass the necessary google play integrity checks. Could we kindly ask the patient to try using a different device? Unfortunately, their current device is no longer supported by the manufacturer or by google, which means it doesn't pass the necessary google play integrity checks. We understand this may be inconvenient, and we truly appreciate their understanding and patience as we work toward the best possible experience for them. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.